Manufacturer narrative:
Product complaint#: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. The customer reported an issue of the device had no image. Per operational and diagnostic, this complaint can be confirmed. During evaluation, it was found that the camera had intermittent images. The device was found to be non-repairable and hence it was not restored to the specifications. It is being placed into long term hold. With the available information, we cannot determine the root cause of the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/10/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that during a shoulder surgery a camera head ac - c-mount had no image. The camera was replaced to finish procedure. No surgical delay or patient consequence reported.